Event description:
During a cholecystectomy procedure, clips were scissoring. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.